Event description:
It was reported that after a da vinci si myomectomy procedure when cleaning a tenaculum forceps instrument, there were scraps of the shaft coming off the instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The main tube exhibited various areas with light material removal and a rough surface finish. Tube damage was spread out along the entire tube length. Additional observation not reported by site was corroded clamping pulleys. The housing was removed to find all the clamping pulleys exhibiting light pitting corrosion. The clamping pulley screws were still tight. Engineering concluded the tube and clamping pulley damage was likely cleaning related. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.